Manufacturer narrative:
Date of event: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint for clog and the 1st related complaint for tear drop label missing on lot # 8149865. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that four pen ndl 32ga 4mm 100 bx 1200 ca experienced a sterility breach. The following information was provided by the initial reporter: material no. 320144, batch no. 8149865. It was reported that there is no insulin flow during priming on 5 pen needles. Tear drop label missing on 4 pen needles. Verbatim: spouse of consumer reported no insulin flow during priming, 5 pen needles affected, not in same day. Stated tear drop label missing on 4 pen needles, (not loose in box, just missing). Occurrence date unknown for both issues. Lot: 8149865, expiration date: 2023-05, item: 320144. Discarded samples. Does not re-use.